Event description:
Bar code on a specific lot # of the hospira 30ml -list #6021-03- sterile empty vial and injector vial will not read int he hospira pca pump. Lot # effected is 25-176-r1. Exp 1jan2016.